Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, our technician confirmed that the operation channel (primary) buckled, the insertion flexible tube buckled, the segment crushed, the control body dirty, the biopsy inlet barrel dirty, the biopsy inlet piece dirty, the biopsy inlet t-piece dirty, the cfb screen cover glass dirty, and the screen mask dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.